Event description:
2 implants placed on 11/27/96, areas #18 and #19. In site #19, the healing screw unscrewed from the implant, was floating in the gum tissue, and causing pt pain. The area was infected, the implant was somewhat mobile, and was removed. One person affected.